Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the dialysate. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 100cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample not available for manufacturing evaluation but a companion sample has been requested.